Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due bipolar firing issues. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure the integrated electrosurgical unit (iesu) or erbe generator had issues firing bipolar energy. The procedure was reportedly completed with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found no issue was reported in system logs, though logs showed errors m-11, m-18, and c-06. Testing identified a faulty start button that failed to latch, preventing normal system startup and access to logs. The erbe unit will be sent to the original equipment manufacturer for further analysis. The complaint was confirmed based on the field evaluation. The probable root cause of this issue is attributed to a faulty electrical component inside the erbe generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.